Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the chromatograms and was not able to reproduce the complaint because no sample was available per the customer. The customer stated flag p-hv3 has not reoccurred since the reported event. Fse successfully performed a detector test, ran precisions on both g8 analyzers at the customer's site, ran quality control without error and within acceptable ranges. No further action required by field service. The g8 analyzer is functioning as expected. The g8, serial number (B)(6), was installed on (B)(6) 2023. A complaint history review and service history review for similar complaints was performed from installation date (B)(6) 2023 through aware date (B)(6) 2023. There were two other similar complaints identified during this searched period including this case. He g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: limitations of the procedure: total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk.. The most probable cause of the reported discrepant result was possibly due to interference, caused not established.

Event description:
A customer reported ¿discrepant patient result with hbe (p-hv3)¿ flag on the g8 analyzer. Prior to the call, the customer had a patient sample with flag p-hv3 and sa1c result was 7.8% per their laboratory standard operating procedure (sop). The test was repeated using a different g8 analyzer from tosoh's and resulted with 8.5% and the identical p-hv3 flag appeared. The customer sent the sample out to a reference laboratory and resulted with 7.9%. The customer informed technical support specialist (tss) that calibrations are done weekly and the issue seems to occur when using different columns. No changes in the buffer solutions and the quality control (qc) was within acceptable ranges. Additional information was requested from the customer by tss but the customer is unable to provide additional information, the analyzer is not down. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.